Event description:
Severe low incorrect reading from app 40 points off. Then it says sensor error for hours. Then my phone locked saying incorrect sim. I reset my phone sim and was able to get back into my phone and there were now lows captured at all. This has happened the last 3 days. I called for a refill today and will change the sensor but I haven't been able to sleep with all of the incorrect alarms going off.